Event description:
It was reported that the implantable neurostimulator (ins) lead ¿moved in the back or something¿ but a reason was not given. It was noted that the lead wire was not ¿exactly on the spine where it needed to get coverage.¿ it was noted that x-rays were taken about nine or ten months after the first revision. After this the patient felt stimulation coverage of ¿about 60%.¿ **information omitted, see pe 700339131 and pe 700340840.

Manufacturer narrative:
Concomitant medical products: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 3708240, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 399930, lot# v003633, implanted: (B)(6) 2006. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2006. Product type: recharger. (B)(4).